Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during drain 4 of 4. The technical service representative (tsr) assisted the home patient (hp) in clearing the alarm. The hp had disconnected thinking therapy was over and reconnected after the alarm occurred. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in the line) was confirmed because the patient reported disconnecting during therapy. The cause was a use error. The label review found the labeling adequate for the use error in this complaint.